Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified, based on the investigation, the type or foreign material and probable cause of the foreign material that remained on the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign particle found below elevator (forceps elevator has foreign material), and distal end is dirty. There was no patient involvement.